Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patient¿s pd culture yielded growth of the organism serratia which is found in the environment in soil and water. Based on the information available, the patient¿s peritonitis is likely related to patient breach in infection control in the home. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain and cloudy pd effluent. On (B)(6) 2022, the patient was hospitalized. A pd culture obtained on (B)(6) 2022 generated growth of the bacteria serratia marcescen confirming peritonitis. Per the nurse, the patient was treated with antibiotics during hospitalization. Subsequently, on (B)(6) 2022 the patient was discharged and is recovering from the event. The patient continues pd with the same cycler without any issues, according to the nurse. The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The peritonitis event was attributed to patient breach in infection control practices in the home.

Manufacturer narrative:
Correction: d.4.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain and cloudy pd effluent. On (B)(6) 2022, the patient was hospitalized. A pd culture (obtained on (B)(6) 2022 generated growth of the bacteria serratia marcescen confirming peritonitis. Per the nurse, the patient was treated with antibiotics during hospitalization. Subsequently, on (B)(6) 2022 the patient was discharged and is recovering from the event. The patient continues pd with the same cycler without any issues, according to the nurse. The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The peritonitis event was attributed to patient breach in infection control practices in the home.

Manufacturer narrative:
Correction: e.1. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain and cloudy pd effluent. On (B)(6) 2022, the patient was hospitalized. A pd culture (obtained on (B)(6) 2022 generated growth of the bacteria serratia marcescen confirming peritonitis. Per the nurse, the patient was treated with antibiotics during hospitalization. Subsequently, on (B)(6) 2022 the patient was discharged and is recovering from the event. The patient continues pd with the same cycler without any issues, according to the nurse. The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The peritonitis event was attributed to patient breach in infection control practices in the home.